Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 28.0 cm to 30.0 cm from the lead tip; the inner coil was fractured at the same location. This damage likely contributed to the reported impedance anomaly. The damage sustained resulted from clavicular crush.

Event description:
It was reported that the left ventricular lead exhibited elevated impedance. The lead was explanted.